Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "broken inside." Patient stated its "leaking inside [their] body", "three fake veins coming from under the implants", "the implant is moving around everywhere". Patient reported feeling "dizzy and foggy", "area seems deflated and is tingly". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, g2, h6 the event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "baker 4 capsular contracture, breast asymmetry, breast ptosis, breast implant rupture, dense breast tissue, and peri implant fluid is identified". Healthcare professional additionally reported "multiple cysts", which are not device-related.

Manufacturer narrative:
Additional data: b.5, g.1, h.6.

Event description:
Patient reported additional events of capsular contracture, baker grade unknown, and cysts.